Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.

Event description:
Invalid result(s). Invalid result. The user reported that the test did not work. They did not respond to acon's requests for additional information other than to confirm that they'd disposed of all the test materials.